Event description:
IV tubing was inserted into a jevity container. The autopsy determined the cause of death as emboli. The jevity product flowing through the IV site was determined to be the cause of the emboli.